Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the assay performed within specifications, as calibration and quality control data were inconspicuous and within expected ranges. The root cause of the reported discrepant results was most likely sample-related. No general reagent issue was identified. The specificity of the vidas assay should also be considered as a contributing factor. No patient samples were available for further investigation. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant non-reactive results for five samples tested with theelecsys anti-hcv ii assay on the cobas e411 disk, when compared to results obtained using the vidas assay. The reported results were as follows: sample 1: 0.06 (non-reactive) on elecsys, 4.61 (reactive) on vidas; sample 2: 0.062 (non-reactive) on elecsys, 5.68 (reactive) on vidas; sample 3: 0.068 (non-reactive) on elecsys, 1.8 (reactive) on vidas; sample 4: 0.064 (non-reactive) on elecsys, 1.98 (reactive) on vidas, 2.0 (reactive) on architect; sample 5: 0.063 (non-reactive) on elecsys, 4.09 (reactive) on vidas. Three of the five samples were retested on the elecsys system, and all generated non-reactive results.